Event description:
Customer reportedly received results of 504 mg/dl and 120 mg/dl within 10 minutes on the advantage system. No adverse event reported. No quality controls were used. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. Requested return of suspect device and replacement was sent.